Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called in reporting that their blood glucose (bg) was dropping quickly with significant insulin on board. The agent advised continued monitoring. Later the same day, the user called back stating their bgs had returned to range. The user had treated early with juice out of fear of going low before the pump alarmed. The agent provided education on proper management of lows, including waiting for pump alerts, understanding that insulin on board (iob) reflects the last 4 hours of insulin delivered, and following the ¿15 grams fast-acting carbs, wait 15 minutes, and repeat as needed¿ guideline. The user confirmed understanding, had no further questions, and bg remained stable. The user's lowest/highest bg noted was 224 mg/dl. Bg was not out of range for more than 90 minutes. Correction was possible using the correctional algorithm. No pump alerts, external assistance, or medical intervention were required, and the user experienced no symptoms at the time of call.